Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advance for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.